Manufacturer narrative:
(B)(4). A review of the complaint history, device history record and a visual inspection of an image of the complaint device was conducted for the purpose of this investigation. The device was not returned to assist with the evaluation. The image provided confirms the separation stated in the event description. Based on the photo, it appears that rotational force caused the braided tubing to fail. This is often caused by the tip being unable to rotate freely. There is no evidence that the metal tip detached from the device. There is no evidence that the patient was harmed by this failure. Manufacturing and quality control records were reviewed for this device, and no evidence of nonconformity was found. No other complaints have been filed for this device lot. The force required to buckle the device has been tested and the material validated. Based on this evaluation, it is believed that the failure may have been caused by excessive pressure related to user handling.

Event description:
After insertion, a portion of the inner sheath broke off while in the patient. No section of the device remained inside the patient's body.